Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. It is reported that usual wear time for the appliance is six (6) to seven (7) days at a time. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. (B)(4). Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.

Event description:
It is reported that after years of use, the end-user experienced a reaction to the peristomal skin presenting as red and blistering located under product's tape border. It is further reported that the enterologist prescribed betaderm lotion for treatment and the issue resolved.